Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, reporter contacted animas, alleging a meter error (bg> 15 min old) issue. Reportedly, patient received error message on the meter stating that blood glucose result was greater than 15 minutes old while trying to bolus. Patient reported that this does not happen with every test strip. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 01/14/2014 with the following findings: animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release. Visual inspection of the meter found no cosmetic damages. Investigation found that there was moisture in the battery compartment and the universal serial bus connecter. As a result of the moisture contamination the meter did not power on and investigation was unable to conduct performance testing.